Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e1 (cartridge empty) on (B)(6) 2012, without first displaying w1 (cartridge low). The pt checked the infusion device's history to confirm the alert was missing. No physiological effects were reported. The pt did not require medical assistance from a health professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.